Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 44 mg/dl. Troubleshooting was declined for low blood glucose level and based on customer report customer alleged insulin pump was over delivering. Customer also stated that the insulin pump had replace battery alarm. The customer stated they did not received a low battery alert prior to the replace battery alarm. Customer stated that battery cap was not loosened, cracked or damaged. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will be returned for analysis.